Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is waiting on a referral from their physician. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260,serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s spine surgeon did a surgery and damaged the leads. The patient is being referred to a healthcare provider to do a lead revision. The issue is not resolved. The patient is alive with no injury. No further complications were reported or are anticipated. The indication for use is failed back surgery syndrome and spinal pain.